Event description:
Customer reports to have received a battery out limit alarm. Customer was able to resolve issue. Customer also reports to have been hospitalized on (B)(6) 2015. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization, but was removed during hospital stay. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.